Manufacturer narrative:
Additional information: additional information received on 18-march-2019 indicating no patient involvement. Device evaluation summary: one medfusion 4000 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump's right plunger case was damaged. Review of device history log identified a check clutch/ plunger lever error in history. Functional testing included use testing. During investigation it was found plunger was loose on the inside. A check clutch error was observed during flow test. It was also found that the motor bracket bushing for the leadscrew was missing. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. This issue was caused by the customer's incorrect assembly of the device. Reference the "parts replacement" section of the medfusion technical service manual for instructions on proper assembly of the medfusion pump.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medfusion 4000 pump displayed plunger loose (plunger/clutch) error message. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.